Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a rod was received by the distributor in the wrong packaging. A 50 mm long rod was ordered and the correct length was written on the package, but a 110 mm long rod was found inside the packaging.

Manufacturer narrative:
Summary: the complaint is confirmed for one (1) of one (1) virage rod (pn 07.01710.013) for the failure of incorrect product shipped. Medical records were not provided for review. Potential cause the cause of similar issues has been identified to be operator error. Complaint history complaint history and occurrence are addressed in scar-02759 DHR review and related actions scar-02759 was previously initiated for this failure. This event is not related to any recalls or product holds. Device use and compatibility this device is used for treatment. Reported event is not related to a combination of product lines; therefore a compatibility review is not applicable. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Event description:
It was reported that a rod was received by the distributor in the wrong packaging. A 50 mm long rod was ordered and the correct length was written on the package, but a 110 mm long rod was found inside the packaging.